Manufacturer narrative:
(B)(4) doesn't apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that when they bend down it would cause them pain near their ins. The patient described it as a poke sensation, which had been occurring since about three months ago in 2017. The patient also stated that their skin felt different around the implant around the same time and stated that it was gradually getting worse. The patient indicated that they also had back spasms that were getting worse as well. The patient was redirected to follow-up with their healthcare provider. The patient indicated that they were trying to their ins looked at but that they were having insurance issues. The patient stated that they were waiting for a doctor to call them about their replacement in (B)(6)2017, but stated that they had not yet called them. It was indicated that the therapy/symptoms they experienced were gradual. The patient indicated that they did not have a managing hcp and a list of physicians were sent out to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Date inaccurate, only month/year are valid.

Event description:
Information was received from a healthcare provider and a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was calling for compatibility guidelines for an MRI. The patient mentioned they fell and the device moved and was sticking out instead of sitting flat and had not worked since the fall. They said they tried jump-starting the device but it still does not work and they don't have any contact with their external equipment. The patient is getting their device replaced in october. No symptoms or further complications reported about this event.